Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted due to a deep implant position. Subsequently, a second transcatheter bioprosthetic valve, was implanted valve-in-valve reducing the pvl to mild. No additional adverse patient effects were reported.